Event description:
On (B)(6) 2014, the pt underwent endovascular repair of a thoracic aortic aneurysm at the aortic arch using two gore tag thoracic endoprostheses. Prior to the implantation of the devices, a left common carotid artery (lcca) - left subclavian artery (lsca) bypass was created. The first device (tgu343410j/11964397) was deployed just below the lcca; however, it moved slightly distal to the intended position. Angiogram showed a proximal type 1 endoleak. The second device (tgu343410j/11632198) was implanted to repair the endoleak. However, the second device moved proximally and partially covered the lcca. Angiogram indicated a delay in the blood flow into the lcca. The pt was implanted with a bare stent to restore the blood flow. The final angiogram confirmed the patency of the lcca and the procedure concluded. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak, and branch vessel occlusion.